Event description:
It was reported, during an implant procedure, blood in lead and several areas of wire integrity were questioned - "seems very unusual given the strength of the lead." Sensing dropped to 1.5 after implant and capture threshold was high. Consequently, this lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. Visual inspection revealed proximal conductor distorted and a cut of the outer insulation. Damage at implant was noted.